Manufacturer narrative:
A partial lead measuring 59.9cm was returned in two segments for analysis. External insulation abrasion was noted at 6.0-6.2cm and 13.4-13.6cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 10.9-11.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 12.4-16.7cm from the distal tip. Internal insulation abrasion was noted breaching various lumen at 18.8-19.3cm, 35.5-36.1cm, and 35.3-36.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted breaching various lumen at 22.1-22.3cm, 23.7-23.8cm, 24.5-24.6cm, 25.9-26.0cm, 26.5-26.6cm, and 27.0-27.1cm from the distal tip. The etfe coating was intact at these locations. The re/rv conductor etfe coating was abraded at 22.2cm from the distal tip. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation lead noise and inappropriate therapies were observed. Externalized conductors were also noted. The lead was laser explanted and replaced. The patient was stable post-procedure and will continue to be monitored.